Event description:
It was reported the catheter was inserted on 17-march, and on 19-march the blue luer hub was separated from the extension line. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. The catheter body appeared intentionally severed. Visual inspection revealed the medial luer hub had separated from its extension line. No remains of the extension line were observed inside the luer hub. The luer hub was cross-sectioned to further analyze the inside of the hub. No remains of the extension line were observed anywhere inside the molding of the juncture hub, indicating a clean separation. The extension line separation point was smooth. The catheter body total length measured 5 1/2" which is within the specification of 5 1/4"-5 3/4" per catheter product drawing. The outer diameter of the medial lumen measured to be 0.08429" which is within specifications of 0.084"-0.088" mm per product drawing. The inner diameter of the medial lumen measured to be 0.057" which is within specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal lumens were flushed using a water-filled lab inventory syringe. The lumens flushed as expected. A manual tug test confirmed the distal and proximal extension lines were fully secured within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection confirmed the medial hub separated from its extension line. The separation point was smooth and no remains of the extension line were visible inside the luer hub. The catheter met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, manufacturing likely cause or contributed to this event. A non-conformance was initiated in order ot further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was inserted on 17-march, and on 19-march the blue luer hub was separated from the extension line. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.